Event description:
It was reported that "several staplers from same reference were received with sterility defect - broken package". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The customer provided two photos for analysis with three units of 528235 visistat 35w 6/box. The complaint of broken package - sterility compromised was confirmed based on the photos and sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected and open edges at the opposite side of the packaging. The sterile barrier of the returned sample is compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73h2400852 was manufactured on 08/23/2024 a total of (B)(4) pieces. Lot was released on 08/30/2024. DHR investigation did not show issues related to complaint. A CAPA was previously initiated to evaluate this issue for product codes 528135 and 528235. Root cause is identified in the CAPA. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "several staplers from same reference were received with sterility defect - broken package". No patient involvement.